Manufacturer narrative:
The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Manufacturer narrative:
Two opened lenses were returned for evaluation and found to meet specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was reported by the patient that she found it difficult to remove a lens from her right eye. After removing the lens on (B)(6) 2016, she experienced irritation, eye mucus, red eye, and eye tearing. The patient visited a doctor on (B)(6) 2016 and the diagnosis was "influence of bacteria was confirmed on the eye due to the lasik flap being dislocated". The symptoms occurred upon the third lens that was used after the initial use. It is noted that the patient had lasik surgery performed "a long time ago" unspecified date). The doctor informed the patient that the symptoms of irritation would resolve as the "bacteria influence" resolved in 3-4 days. The patient was prescribed two types of antibiotics eye drops (name unknown) to be administered once every hour (unspecified duration). It was noted that the contact lenses were purchased without a prescription (however, this is not illegal in (B)(6), and is normal practice). The patient visited the doctor again on (B)(6) 2016 and was informed that the "bacteria" was confirmed to be "inside the corneal". The patient was prescribed vegamox/ antibacterial and tobracin/ antibiotic for use every an hour and was instructed to suspend lens wear (unspecified duration). The patient's symptoms of irritation had been alleviated since the previous day, however the red eye still continued and the patient was wearing an eye bandage (eye patch). Additional information was received on 06/27/2016 from the consumer who stated that she visited the doctor again on (B)(6) 2016 and had been continuing to use the prescribed eye drops. The patient was instructed to return for a follow up appointment on (B)(6) 2016. Additional information has been requested, but not yet received.

Manufacturer narrative:
An additional three unopened lenses were returned for evaluation and were found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the eye care professional (ecp) on 08/10/2016 stated that the patient first visited the ecp on (B)(6) 2016 with a complaint of irritation in her right eye starting on (B)(6) 2016 after removing the contact lens. The ecp observed that the edge part of her right corneal flap was out of place at the 7 o'clock location. It was noted that a bacterial infection was confirmed however the bacterial culture was negative (-). The patient was diagnosed with a bacterial corneal ulcer and was prescribed levofloxacin and tobramycin to be applied every hour. The patient had lasik surgery on both eyes on (B)(6) 2011. It is noted that corneal implant inlay was removed from the right eye on (B)(6) 2016 (the implant date is unknown). The patient had a follow up visit with the ecp on (B)(6) 2016 and at that time the ulcer was confirmed to be slowly shrinking. The patient's irritation was reducing as well. The patient was instructed to continue with the prescribed eye drops every hour. The patient had a follow up visit with the ecp on (B)(6) 2016 at which the ulcer was confirmed to be further shrinking. The eye drops were instructed to be continued, but to be applied every 2 hours. The patient had a follow up visit with the ecp on (B)(6) 2016 at which the infection was receding of symptoms. The eye drops were instructed to be continued, but to be applied 4 times per day. The patient had a follow up visit with the ecp on (B)(6) 2016 at which it was confirmed that the patient's eye was recovered. The eye drops were no longer needed. The treatment was complete.